Manufacturer narrative:
This event also includes device (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, an aneurysm enlargement was observed (amount unknown) due to a type ii endoleak originated from a lumber artery. On unknown date, the aneurysm sac and the lumber artery were embolized using nbca accessed through the right deep femoral artery. The patient tolerated the procedure.